Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on the second day of infusion use, the patient was about to shower when the tubing disconnected at the site by the body. The patient had high blood glucose level, which was self-treated by an injection. The site location was right upper arm and the pump was on the waist. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.